Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states for about a year and half, the chair stops and will not go.